Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, two (2) 1.1mm drill bits and one (1) 1.0mm drill bit were bent and were unable to cut. One (1) screwdriver was unable to hold the screws. There is no further information available. Concomitant device reported: unknown screws (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 1.1mm drill bit/mqc/75mm. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: visual inspection: the drill bit ø1.1 l75/61 2flute (p/n: 03.114.007, lot #: u348802) was returned and received at us cq. Upon visual inspection, no other issues were observed with the returned device. Functional test: a functional test was not performed as the device was returned by itself. Dimensional inspection: drawing: 03_114_007, rev. C specified dimensions: shaft diameter =1.1 mm +0.010 mm/-0.014 mm measured dimensions: shaft diameter = 1.099 mm device used - om147 document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed dia 1.1 mm x 75 mm drill bit: 03_114_007, rev. C investigation conclusion the complaint condition was not confirmed for the drill bit ø1.1 l75/61 2flute (p/n: 03.114.007, lot #: u348802). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - no ncr's were generated during production. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h6: part # 03.114.007 synthes lot # u348802 supplier lot # u348802 release to warehouse date: february 10, 2020; december 31, 2019; december 9, 2019 ; december 2, 2019 supplier: orchid unique no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the drill bit ø1.1 l75/61 2flute (p/n: 03.114.007, lot #: u348802) was returned and received at us customer quality (cq). Upon visual inspection, no other issues were observed with the returned device. Functional test: a functional test was not performed as the device was returned by itself. Can the complaint be replicated with the returned device? Unable to perform dimensional inspection: specified dimensions: shaft diameter measured dimensions: shaft diameter = conforming document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed - dia 1.1 mm x 75 mm drill bit complaint confirmed? No investigation conclusion the complaint condition was not confirmed for the drill bit ø1.1 l75/61 2flute (p/n: 03.114.007, lot #: u348802). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.